Manufacturer narrative:
Follow-up #1: date of submission 01/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2016 with the following findings: a review of the pump black box revealed unexplained pump reboots. There were additional pump reboots associated with cartridge and battery changes. No battery cap was returned. All testing was performed with a test battery cap. The pump powered with the test battery cap. The battery cap was able to fully tighten. The battery compartment was fully intact. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A ¿no power¿ condition was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.